Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in range of 3 to 400 mg/dl. The customer's current blood glucose is 232 mg/dl it was 320 mg/dl that's the last time she gave herself a bolus, 391 mg/dl and gave 3 units using a syringe blood glucose was 242 mg/dl after changing set again. The customer declined troubleshoot for high blood glucose. The customer performed displacement and self test and both passed. The customer also performed high pressure test and resulted as no delivery. The insulin pump will not be returned for analysis.